Event description:
It was reported that the patient has not being able to pump this ambicor penile prosthesis (app) for the past four years, resulting in a semirigid erection. A surgical procedure was performed to remove the device. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2020 was used as estimate.